Event description:
Pulled out several forehead spo2 sensors, and the velcro came detached from the blue elastic band. Therefore, when you placed it around the patients head, you couldn't utilize the velcro to hold the band in place.